Event description:
The customer reported that the system displayed a charger failed error message at boot up. This error message prevented the system from booting up and an alternate system was required to proceed with the case. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was replaced. The system was then found to be operating as intended.